Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported upstream occlusion alarms, which were not reproduced during evaluation. A review of the event history log identified upstream occlusion alarms. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported air in line alarms, which were not reproduced during evaluation. A review of the event history log identified air in line alarms. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported downstream occlusion alarms, which were not reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. The cause was determined to be chipped downstream tubing guide. The downstream tubing guide was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream and upstream occlusion alarms and air in line alarms. The event happened in medical surgical department. There was no patient involvement. No additional information is available.